Manufacturer narrative:
Product complaint # (B)(4). Updated section on this medwatch report: b4, d9, g3, g6, h2, h3, h6 and h10. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: as reported by a healthcare professional, a technologist was removing a cerebase da guide sheath, 90cm (gs9090sd, 30478154) from the packaging and the catheter broke near the strain relief portion of the hub. The product was not "bull whipped" out of the package. The technologist was pulling back straight when they felt the catheter break. The device was stored properly, and no there was no damage to the exterior packaging or the plastic tube in the case of the catheter. There were no procedural delays. The device was not clinically used. Additional information was received indicating that the tech pulled it out straight from the housing. He further stated that the tech manipulated the catheter to examine the crack and another area of the catheter subsequently kinked. Visual analysis was performed on the photos provided. One section of the cerebase da guide sheath, 90cm was shown in the picture, the device could be noted outside from the original package and with a kinked condition. One cracked could be noted near to the ID band, the device was separated in two. No other damages could be noted. A manufacturing record evaluation was performed for the finished device 30478154 number, and no non-conformances related to the malfunction were identified. A non-sterile cerebase da guide sheath, 90cm unit was received inside of a pouch with a sheath introducer. Complaint device was inspected, and shaft was observed cracked with braided mesh exposed near the strain relief. Additionally, two kinks were observed at 1 ½ and 5 ¾ inches from the proximal end. Distal tip was observed compressed. Cracked area was inspected under microscope and marks observed in the area suggest that damage was caused by a kink that resulted in the crack. The product was returned to cerenovus for failure evaluation. Visual analysis of the returned cerebase da guide sheath, 90cm revealed that the device was cracked at the proximal area of the shaft near the strain relief. Additionally, two kinks in the proximal area of the shaft were observed and distal tip was found compressed. Hub ID and od evaluations were performed, and they were found within specification, distal ID could not be measured due to the compressed condition observed. Procedural and other factors may have contributed to the finding; however, this cannot be conclusively determined since the device was returned without the original package. The picture received shows the device with the cracked condition. However, this neither provides further evidence to assign a root cause. Based on the finding during the analysis, the customer complaint was confirmed. A manufacturing record evaluation was performed, and no non-conformances related to the complaint were found during the review. It should be noted that product failure is cause by multiple factors. Instructions for use (IFU) states to not use a guide sheath, dilator, or hemostasis valve that has been damaged in any way. If damage is detected, replace with another guide sheath, dilator, or hemostasis valve that is not damaged. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Visual analysis was performed on the photos provided. One section of the cerebase da guide sheath, 90cm was shown in the picture, the device could be noted outside from the original package and with a kinked condition. One cracked could be noted near to the ID band, the device was separated in two. No other damages could be noted. A manufacturing record evaluation was performed for the finished device 30478154 number, and no non-conformances related to the malfunction were identified. The reported condition ¿luer hub- cracked-prior to use¿ was confirmed since the device could be noted separated in two, however, the root cause of this condition and the exact time when this occurs remain unknown. The mre suggests that the failure reported by the customer could not be related to the manufacturing process. No corrective action will be taken at this time. Further investigation will be performed once the device returns for analysis. Complaint trends are monitored on a monthly basis as part of the company post market surveillance. The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
As reported by a healthcare professional, a technologist was removing a cerebase da guide sheath, 90cm (gs9090sd, 30478154) from the packaging and the catheter broke near the strain relief portion of the hub. The product was not "bull whipped" out of the package. The technologist was pulling back straight when they felt the catheter break. The device was stored properly, and no there was no damage to the exterior packaging nor the plastic tube in the case of the catheter. There were no procedural delays. The device was not clinically used. Additional information was received indicating that the tech pulled it out straight from the housing. He further stated that the tech manipulated the catheter to examine the crack and another area of the catheter subsequently kinked.